Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years, 11 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported on (B)(6) 2017 that pump stoppages occurred. Submitted x-ray images reviewed by the manufacturer¿s technical services department revealed that there was an area of concern on the driveline, near the lvad pump housing. The patient was reported to be asymptomatic. On (B)(6) 2017, the manufacturer¿s technical services representative performed a distal end percutaneous lead (driveline) replacement. Approximately 18 inches of the external portion of the percutaneous lead was replaced, and continuity tests did not indicate any broken wires. No additional pump stoppages occurred when the lvad system was connected to a grounded power module patient cable. The patient was transferred to the implanting center, and the pump was explanted on an unspecified date. Additional information was requested, but was not provided.

Manufacturer narrative:
Device evaluation: the report of pump stoppages was confirmed through the analysis of the submitted system controller log file. Multiple low speed and pump stoppage events were captured while the system was supported by the power module. Approximately 20 inches of the distal end/external portion of the percutaneous lead (lead) was replaced and returned for evaluation. Continuity and high potential testing was performed and revealed no breaches to any of the wires on this portion of the lead that would have resulted in the events captured in the log file. The pump was explanted and returned with the lead cut approximately 1 inch from the pump housing. Approximately 31.5 inches of the distal end/severed portion of the lead was returned for evaluation. Continuity testing was performed on both returned portions of the lead and all wires were found to be electrically intact. No shorts or discontinuities were induced during this testing even with manipulation of the lead. The shielding and bionate layers were removed and examination of the underlying wires revealed no breaches to the wire insulation or damage to the underlying conductors. High potential testing was performed on both portions of the lead and revealed no evidence of any current leakage through the insulation of any of the wires that would have resulted in an electrical short. A specific cause for the low speed and pump stoppage events captured in the log file could not be conclusively determined through this evaluation; however, a portion of the lead was not returned for evaluation. X-ray images of the internal and external portions of the lead showed an area of shield breakdown near the pump housing at the terminus of the pump end bend relief. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event

Event description:
Additional information was received indicating that the patient had received a pump exchange on (B)(6) 2017.